Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent bkp surgery for osteoporotic vertebral compression fracture at th12 on (B)(6) 2016. During surgery, cement might be leaked into a vessel. There was no rear wall damage after the surgery but there was small cleft (10-15mm) on vertebral body of forward and upward. It seemed to be a relatively early stage of the surgery after the injury. A balloon was inserted parallel with an end plate from the position 9 o¿clock and 3 o¿clock to be placed beneath the cleft. The balloon was placed in optimal position. A surgeon crushed the cleft on the side and the balloon was inflated until the point where the kissing in the front and till up to about 2/3 of the vertebral height. There was no damage of the side wall and the rear wall. Cement was started to be filled about 12 min from mixing. It was of proper viscosity as of the procedure manual. The cement was filled 1.5cc to the left and right too. Intrusion of cancellous was confirmed in a corner of rear lower by lateral image and it was in the lower right vertebral body by front image then filling in cement at right side was finished. At the left side, cement was added (0.6cc) because there was a space of about 1/3-1/4 to left vertebral body backward and the bfd was entered deeply so there was a space by drawn bfd to the front. In addition, the cement was small amount about two around than the size of cavity when the balloon was inflated. Filling of the cement was finished because projection of cement was observed near the front craft. Shadow of cement was found around intervertebral foramen when the surgeon checked the image due to for adjusting the position of bfd to the cannula. It was confirmed that the liner cement was extending outward at caudal of left pedicle. The sales rep told a surgeon about suspicion of leakage of the cement in a blood vessel. There was no way of treatment about the event so it was closed the incision. After the incision, the image was checked again by oblique side or moving it but it looks like a blood vessel. Cement leakage might be 3cm. The patient was stable and asymptomatic after extubation. The sales rep told the surgeon about risk of embolism due to the cement pieces. The surgeon decided that he will take CT image of the patient immediately, carry out a precision inspection and follow-up the patient. The surgeon commented that it could not be helped because the surgeon thought there was still space in the vertebral body to fill the cement and he add filling it. The surgical time was extended less than 15 min. The products came in contact with the patient. Patient complications were reported as unknown. Specific complication was not reported due to the cement leakage so far. No complaint is there regarding mixer and kit.